Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, the subject device got caught in the calcification in internal carotid artery (ica) and broke free from the pusher wire and stayed within the ica. The calcification was reported to be a pre-existing condition to the patient. No attempt was made to remove the broken fragment of the subject device. The patient was reported to be doing well with (modified rankin scale) mrs score of 2 from preprocedural mrs of 12. No further information available.